Manufacturer narrative:
The sample was received for investigation: the sample was returned in an open secondary package. The sample included glaucoma filtration device placed in cradle placed in plastic bag and a shunt. The shunt was attached with adhesive type. The glaucoma filtration device wire was pressed and did not protruded from cannula opening. The root cause cannot be identified as the shunt was detached from glaucoma filtration device which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the glaucoma filtration device). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A customer reported "the shunt could not be released when implanting. It came off when it was checked outside of the patient's eye". The sample was not received upon completing the preliminary summary. No similar complaints for the lot. No abnormalities were found during DHR review. All products pass 100% final inspection at the manufacturer site prior to approval. If a defect would be noticed, the product would have been rejected. Root cause: the root cause will be assessed after a sample is investigated. (B)(4).

Event description:
A physician reported that during a glaucoma filtration device implantation, the shunt could not be released from the system when implanting. It came off when it was checked outside the patient's eye. It was also reported there seemed to be more resistance than usual. The surgery was completed with a backup shunt.